Event description:
During a tracheotomy, an 8.0 mm portex trach tube was inserted into the tracheal lumen and secured to the neck. The cuff of the endotracheal tube was leaking and not holding air pressure. Another 8.0 mm portex trach was inserted over a suction catheter and this functioned properly. Ventilation continued without difficulty. The pt tolerated the procedure well. Expiration date: 10/2015.